Event description:
On (B)(6) 2025, during a percutaneous drainage procedure for an abscess under CT image guidance. During the procedure, it was reported that the tubing wall coiling was partially damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a percutaneous drainage procedure for an abscess under CT image guidance. During the procedure, it was reported that the tubing wall coiling was partially damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the photo shows partial view of the drainage catheter kept inside unsealed product package. The trocar needle and cannula were noted to be partially dragged out of the drainage catheter. The product details mentioned on the package which are matched with tw details. No visual anomalies were noted. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported tubing wall coil issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.